Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device dislocation ('left essure was located in the omentum') and bladder perforation ('bladder was perforated during essure removal') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2009, the patient experienced the first episode of back pain ("lumbar pain") and the first episode of abdominal pain ("abdominal pain "). In (B)(6) 2010, the patient experienced the second episode of back pain ("same aches and pains on left side") and the second episode of abdominal pain ("same aches and pains on left side"). On (B)(6) 2016, the patient experienced bladder perforation (seriousness criterion medically significant) and complication of device removal ("complication of device removal "). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria hospitalization, medically significant and intervention required) and scar ("scarring"). The patient was treated with surgery (bilateral salpingectomy with removal of essure, laparoscopic procedure to remove essure on (B)(6) 2016 and posterior laparotomy with intra-operative repair of the lesion). Essure was removed. At the time of the report, the allergy to metals, device dislocation, bladder perforation, the last episode of back pain, the last episode of abdominal pain, complication of device removal and scar outcome was unknown. The reporter considered allergy to metals, bladder perforation, complication of device removal, device dislocation, scar, the first episode of abdominal pain, the first episode of back pain, the second episode of abdominal pain and the second episode of back pain to be related to essure. The reporter commented: no allergy testing was performed before insertion. Immediately after insertion, patient began to suffer lumbar and abdominal pain. After first essure removal procedure, patient began to suffer from the same aches and pains again, this time located on the left side, and tests showed the presence of left essure. A laparoscopic procedure was planned, during which the bladder was perforated, and the procedure had to convert to a posterior laparotomy with intra-operative repair of the lesion. The surgery lasted three hours and at the end of the surgery, the essure was located in the omentum. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device dislocation ('left essure was located in the omentum') and bladder perforation ('a laparoscopic procedure was planned, during which a ruptured bladder occurred') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2009, the patient experienced the first episode of back pain ("lumbar pain") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced the second episode of back pain ("same aches and pains on left side") and abdominal pain localised ("same aches and pains on left side"). On (B)(6) 2016, the patient experienced bladder perforation (seriousness criterion medically significant) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria hospitalization, medically significant and intervention required) and scar ("scarring"). The patient was treated with surgery (bilateral salpingectomy with removal of essure, laparoscopic procedure to remove essure on (B)(6) 2016 and posterior laparotomy with intra-operative repair of the lesion). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, device dislocation, bladder perforation, abdominal pain, the last episode of back pain, abdominal pain localised, complication of device removal and scar outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder perforation, complication of device removal, device dislocation, scar, the first episode of back pain, abdominal pain localised and the second episode of back pain to be related to essure. The reporter commented: no allergy testing was performed before insertion. Immediately after insertion, patient began to suffer lumbar and abdominal pain. After first essure removal procedure, patient began to suffer from the same aches and pains again, this time located on the left side, and tests showed the presence of left essure. A laparoscopic procedure was planned, during which the bladder was ruptured, and the procedure had to convert to a posterior laparotomy with intra-operative repair of the lesion. The surgery lasted three hours and at the end of the surgery, the essure was located in the omentum. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device dislocation ('left essure was located in the omentum') and bladder perforation ('a laparoscopic procedure was planned, during which a ruptured bladder occurred') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2009, the patient experienced the first episode of back pain ("lumbar pain") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced the second episode of back pain ("same aches and pains on left side") and abdominal pain localised ("same aches and pains on left side"). On (B)(6) 2016, the patient experienced bladder perforation (seriousness criterion medically significant) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria hospitalization, medically significant and intervention required) and scar ("scarring"). The patient was treated with surgery (bilateral salpingectomy with removal of essure, laparoscopic procedure to remove essure on (B)(6) 2016 and posterior laparotomy with intra-operative repair of the lesion). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, device dislocation, bladder perforation, abdominal pain, the last episode of back pain, abdominal pain localised, complication of device removal and scar outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder perforation, complication of device removal, device dislocation, scar, the first episode of back pain, abdominal pain localised and the second episode of back pain to be related to essure. The reporter commented: no allergy testing was performed before insertion. Immediately after insertion, patient began to suffer lumbar and abdominal pain. After first essure removal procedure, patient began to suffer from the same aches and pains again, this time located on the left side, and tests showed the presence of left essure. A laparoscopic procedure was planned, during which the bladder was ruptured, and the procedure had to convert to a posterior laparotomy with intra-operative repair of the lesion. The surgery lasted three hours and at the end of the surgery, the essure was located in the omentum. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), device dislocation ('left essure was located in the omentum') and bladder perforation ('a laparoscopic procedure was planned, during which a ruptured bladder occurred') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2009, the patient experienced the first episode of back pain ("lumbar pain") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced the second episode of back pain ("same aches and pains on left side") and abdominal pain localised ("same aches and pains on left side"). On (B)(6) 2016, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria hospitalization and intervention required) and scar ("scarring"). The patient was treated with surgery (bilateral salpingectomy with removal of essure, laparoscopic procedure to remove essure on (B)(6) 2016 and posterior laparotomy with intra-operative repair of the lesion). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, device dislocation, bladder perforation, abdominal pain, the last episode of back pain, abdominal pain localised, complication of device removal and scar outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder perforation, complication of device removal, device dislocation, scar, the first episode of back pain, abdominal pain localised and the second episode of back pain to be related to essure. The reporter commented: no allergy testing was performed before insertion. Immediately after insertion, patient began to suffer lumbar and abdominal pain. After first essure removal procedure, patient began to suffer from the same aches and pains again, this time located on the left side, and tests showed the presence of left essure. A laparoscopic procedure was planned, during which the bladder was ruptured, and the procedure had to convert to a posterior laparotomy with intra-operative repair of the lesion. The surgery lasted three hours and at the end of the surgery, the essure was located in the omentum. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.